Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her peripheral vision was smeared and blurry, like looking through vaseline. She also reported noticing flashes of light, a dark shadow in the outer periphery and a jerking sensation in the eye. She reported that her center vision was good. She was referred to a specialist and is planning on explanting the iol. Additional information was received from the surgeon, who indicated the use of an unapproved viscoelastic during the procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. (B)(4).